Event description:
Investigation completed on a smiths medical ventilators/pneupac ventilators babypac .

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators babypac . Complaint of internal leak and failing pressure test @ 80cmh20 along with needing pm was verified. Testing revealed missing exhalation diaphragm causing the issue. User interference is cause of event. Other repairs included, input block assembly(damaged), serial # label(worn), variable relief valve(pressurenotrisingto80) and patient valve assembly(faulty/lednotcycling).

Event description:
Information was received indicating that a smiths medical pneupac® babypac¿ ventilator was reported to have an internal leak. It was reported that the unit was noted to have failing alarm pressure test of 80cm of water. There were no reported adverse effects.